Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the customer had found plastic pieces on the iol. The patient was not harmed. Additional information has been requested. There are 4 medical device reports. This report is associated with the third patient. Additional information received stated that the object could not be removed from the first lens, the other three could be removed, but sat rock hard. The surgeon felt that it was a hard piece of plastic.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Lens case base returned in non-company opened pouch. A small fragment of unknown material is resting in the well of the lens case base with dried blood. No iol present. The sample was sent to particulate laboratory for testing. Comparison of the particle's generated spectra to a library of spectra found the best match to be polypropylene (see attached). Photo evaluation: it appears that the photo is taken of a monitor screen where it shows implanted iol. A large mark/ line is visible over the optic area. Video review: with tweezer-type instrumentation, foreign material is pulled off the iol surface and removed from the eye. The root cause for the reported complaint could not be determined. Only foreign material was returned. Comparison of the particle's generated spectra to a library of spectra found the best match to be polypropylene. Polypropylene is a commonly used material in many medical products. The origin of the material could not be determined. Associated product information was not provided. Based on the results from the product history record, the products met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).